Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that cause of event was determined as not device related and no reprogramming was needed. It was also reported that patient fell and broke device. It was unclear if the loss of effect was sudden. Five days later patient indicated that their concerns had not been resolved.

Event description:
It was reported that a patient had no stimulation sensation and a loss of therapeutic effect. The patient didn¿t remember when she started not feeling it and she had two episodes of incontinence the prior week. She needed to have stimulation raised and had forgotten how to do it. Education on patient programmer use resolved the reported issue. The patient later mentioned on (B)(6) 2015 that they did not have concerns with their device or therapy. Additional information received on (B)(6) 2015 indicated that the patient experienced loss of efficacy, lack of stimulation and leakage with activity such as walking. Acute onset with no explanation for it except possibly (B)(6) in 2014. It was noted that patient spoke with representative a few weeks ago in (B)(6). The patient was increased program 3 from 3.3 to 3.4. It was too strong so she went back down to 3.3. The patient changed to program 2. 3.0 and was too strong. The patient was on 2.9 and reported stimulation was comfortable. It was noted that patient could not increase stimulation because it was turned off. Additional follow up indicated that representative was not aware of patient's issue nor suggested the patient try a new program. The patient health care provider does all the patient's programming. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0gvdv, implanted: (B)(6) 2014, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).